Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user saw an x through the cartridge on the ilet and a message instructing not to connect to the body and to press and hold until drops appeared; the user disconnected as instructed, pressed and held until drops were observed, completed fill tubing, and resumed insulin delivery, indicating the infusion set or connector was not attached correctly and insulin delivery was interrupted. Symptoms included feeling fine despite elevated blood glucose. Outcomes included a high glucose value of 228 mg/dl, an ilet alert for high glucose, no need for outside assistance, and no medical intervention. Investigation included user guidance and troubleshooting to ensure visible drops and reconnection, consistent with education on correct infusion set deployment and connector attachment. Investigation of this case revealed that the user failed to complete the last step in the supply change and did not follow the device alert to "do not connect to body press and hold till you see drops" leading to interrupted insulin flow, which resolved after the user confirmed drops and reconnected. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.